Manufacturer narrative:
Corrected fields: h6 (health effect ¿ clinical code).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) arrived on site evaluated the iabp, but was unable to reproduce the reported "pre-use check" issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was failing the pre-use check and having a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.